Event description:
It was reported that the patient presented for routine generator change. Prior to the procedure, it was noted that the left ventricular lead exhibited high capture thresholds. It was also observed that the right ventricular lead had high pacing impedance measurements. Both leads were capped and placed during the procedure on (B)(6) 2022. The patient was stable.